Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed a fault code and battery depletion. Premature depletion is suspected.